Event description:
It was reported that an unspecified number of ultrasafe x50 png clear experienced spring force after activation that was too strong for the end user prior to use. The following information was provided by the initial reporter: the customer observed variations of the activation force during their control tests at the end of the product assembly at their manufacturing site. Customer requests a batch history record.

Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), and were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: an additional PMA/510(k) is listed as k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0164286, medical device expiration date: 2024-05-31, device manufacture date: 2020-06-12. Medical device lot #: 0120760, medical device expiration date: 2024-03-31 , device manufacture date: 2020-04-29. Medical device lot #: 0126873, medical device expiration date: 2024-04-30, device manufacture date: 2020-05-05. (B)(4).

Event description:
It was reported that an unspecified number of ultrasafe x50 png clear experienced spring force after activation that was too strong for the end user prior to use. The following information was provided by the initial reporter: the customer observed variations of the activation force during their control tests at the end of the product assembly at their manufacturing site. Customer requests a batch history record.